Manufacturer narrative:
This mitroflow valve was explanted after 4 years due to a reported prosthetic stenosis or prosthetic valve endocarditis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. There was no evidence of endocarditis in the returned valve. A partial device history record review was performed for the sterilization section for the mitroflow aortic pericardial heart valve, model # 12a19, s/n (B)(4). Records were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all sterilization standards required for a (model 12a19) mitroflow aortic pericardial heart valve, at the time of manufacture and release. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical conditions and risk factors (severe aortic valve stenosis and severe mitral stenosis) may have contributed to the structural valve deterioration observed in this mitroflow valve. Updated data: clinical history, evaluation codes.

Event description:
The manufacturer was notified that on (B)(6) 2017 mitroflow 12a19 was explanted after 4.05 yrs after and crown prt 19 mm was implanted.